Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. It was noted that both right atrial and ventricular leads exhibited noise. No intervention was performed. No further information was available.

Event description:
New information on 11/15/18 stated that during device upgrade procedure, both leads were capped and replaced due to noise. The patient was in stable condition throughout the event.